Manufacturer narrative:
The complaint investigation regarding false elevated result of alinity I stat high sensitive troponin-I reagent lot number 47104ud00 included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing. Return testing was not completed as returns were not available. Ticket search by lot 47104ud00 indicates that the reagent lot performs as expected for this product. Ticket and trending review for the alinity I stat high sensitive troponin-I reagent did not identify any related trends regarding commonalities for lot number and complaint issue. Device history record review did not identify any non-conformances or deviations associated with lot 47104ud00 and the complaint issue. In house testing was conducted using panels which mimic patient samples using an in-house retained kit and concluded all specifications were met indicating that lot 47104ud00 is performing acceptably. A labeling review determined product labeling provides adequate information regarding the customer issue. Based on the investigation, no systemic issue or deficiency with the alinity I stat high sensitive troponin-I reagent lot number 47104ud00 was identified.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I on 11 apr 2023 and provided data for 1 male patient (customer male cutoff value is 34.2 ng/l): at 7:06 am sample ID (B)(6) result was 69.48 ng/l. At 9:00 am a subsequent sample was obtained and sample ID (B)(6) initial result was < 2.200 ng/l, repeated result was < 2.200 ng/l. The customer reported that the sample was repeated three times. Then the original sample, sample ID (B)(6) was repeated and generated a result of < 2.200 ng/l the customer then ran the samples on a secon.d alinity I processing module and confirmed the result of < 2.200 ng/l. The customer indicated that the elevated result was not reported out of the laboratory. The was no reported impact to patient management.

Manufacturer narrative:
This report is being filed on an international product, list number 8p13 and there is a similar product distributed in the us, list number 04z21. All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I on 11 (B)(6) 2023 and provided data for 1 male patient (customer male cutoff value is 34.2 ng/l): at 7:06 am sample ID (B)(6) result was 69.48 ng/l at 9:00 am a subsequent sample was obtained and sample ID (B)(6) initial result was < 2.200 ng/l, repeated result was < 2.200 ng/l. The customer reported that the sample was repeated three times. Then the original sample, sample ID (B)(6) was repeated and generated a result of < 2.200 ng/l the customer then ran the samples on a second alinity I processing module and confirmed the result of < 2.200 ng/l the customer indicated that the elevated result was not reported out of the laboratory. The was no reported impact to patient management.